Manufacturer narrative:
The company service representative, examined the system. Confirmed and replicated the reported event. The nonconforming ultrasound printed circuit board (pcb) was replaced. It cannot be determined, how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming ultrasound printed circuit board (pcb). It cannot be determined, how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phacoemulsification was not working on the ophthalmic console. Procedure details and patient impact have not been provided. Additional information was requested. Additional information received clarified that a backup unit was obtained for use in this reported event. It was confirmed that there was no patient impact.